Event description:
It was reported that a patient underwent an abdominoplasty procedure on an unknown date and a surgical sealant was used. The patient returned for a post operative check up, where it was noted that there was a wound dehiscence on lateral side of incision. The surgeon sutured the open area of incision in his office. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.